Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient's wife stated that her husband was at the emergency room (ER) and they think the pod is not working, he had really high blood glucose (bg) levels all day. The pod was worn for 1 to 4 hours on the abdomen. They gave 12.65 units of insulin, then 5 units via syringe. Patient's wife stated that her husband was out sweeping the porch hoping to bring the blood glucose levels down but that did not work. The pod was still being worn. Wife stated that she can not see the cannula threw the viewing window and she thinks the needle did not go in. At the hospital, they ran test on heart and blood tests, but no specifics as to what kinds of tests. Patient was on a monitor for blood pressure, oxygen, and heart rate. He was given 17 units via the pump and bg levels were still elevated. The patient's blood glucose and insulin history are as follows: (B)(6).